Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer try a different oxygen tank. The fse also recommended the customer to performed the performance verification test (pvt) in order to get more information. The customer reported that the unit will not be repaired at this time.

Event description:
The customer reported that the unit would fail the extended self-test (est) due to the oxygen flow being out of range. There was no patient involvement.